Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with an implantable cardiac monitor that was displaying false pause episodes. The cause of the false pause episodes was due to device undersensing. No changes were made at this time.